Event description:
It was reported that a (B)(6) female patient with her parents came to the hospital for an x-ray of her left forearm on the ysio system. The patient was sitting in a chair with her legs placed next to the x-ray table. After the x-ray exam was finished the radiographer wanted to move the x-ray table away for the patient to easily get up. However, the radiographer accidentally hit the foot switch for downward movement of the table and the table was lowered onto patient's thigh. The radiographer immediately stopped the downward movement and raised the table back up. The patient received no injury, but sustained a long stretch of erythematous flat bruise on her thigh. This event occurred in (B)(6).

Manufacturer narrative:
The operator manual for ysio system contains caution that no person or additional objects (accessories) shall be in the moving area of stands or tables before any motorized movement will be released and operator must ensure that anybody is outside the hazardous zone. Furthermore a customer safety advisory notice ((B)(4)) and an addendum to the operator manual to increase the awareness of this potential hazard was distributed to the customer. The reported issue is under investigation. (B)(6).